Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the display screen is scratched and it is difficult to see the numbers. Customer's blood glucose at the time of the incident was 139 mg/dl. Product is not expected to return.